Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the e-100 generator. The system was tested and verified as ready for use. Isi received the e-100 generator involved with this complaint and completed the failure analysis investigation. The e-100 generator was analyzed, and failure analysis was able to reproduce the reported complaint. This unit was installed onto the test system and failed testing. The power light emitting diodes (led) turned red and bipolar led did not turn on. The unit could not cut or seal. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the operation room (or) staff contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the e-100 generator was faulting. The tse viewed logs, but there were no e-100 messages in the system logs. The tse asked the or staff to press and hold the e-100 power button for five seconds. The e-100 powered up and fault returned. The tse asked or staff to cycle e-100 circuit breaker on the back of the generator. The e-100 faulted on power up with red power light. The tse asked or staff to use the erbe generator for the vessel sealer extend connection. The or staff was continuing with the system setup. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the ports were placed. The procedure was completed robotically using a backup generator.